Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using an unspecified bd extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: complaint category: leaking. Incident date: (B)(6) 2022. Details of complaint (reported issue): concern description: observed fluid leaking at the area where the tubing is attached to the luer lock. Leaking along the extension tubing